Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found the issue with the system software. To resolve the issue, the fse reinstalled the software into the suite pc and performed the functional tests, after which the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.